Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). 20220211 was provided but is not a valid lot in the database. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This lot number is not recognized in our system 20220211 please verify what is the current condition of the patient?

Event description:
It was reported that a patient underwent an occult penile procedure on (B)(6) 2022 and the suture was used. During surgery, the suture broke when sewing. It was observed that this suture had no tension and could not be used. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/14/2022. The following information was requested, but unavailable: product code? This lot number is not recognized in our system 20220211 please verify what is the current condition of the patient? According to the feedback of the sales representative, all the above answers are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.